Event description:
While providing a (B)(6) female patient a replacement garment, a patient service representative (psr) contacted zoll customer support to report adjust belt or check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon evaluation, the white pulse wire was open in the trunk cable. The cause of the check belt messages is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on th cable. No adverse event resulted from the damaged wire. The patient rec'd a replacement electrode belt.